Manufacturer narrative:
Additional information: device available for evaluation ¿ yes, returned to manufacturer on 04/13/2017. Device returned to manufacturer ¿ yes. Device evaluation: the device was returned to the manufacturer. Visual inspection at 10x microscope magnification was performed and showed that one half of the lens was received out of the device (cartridge) and no damaged was observed to the haptic. The other part of the lens was not returned; therefore we cannot determine if the other haptic was broken or damaged. The reported issue could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed that no other complaints were received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a pcb00 29.5 diopter was explanted due to a broken haptic and was noted to be a handling error by the user. It was reported that a separate procedure was necessary to explant the lens. Incision enlargement and suture were required. The lens was replaced with the same model and same size lens. There was no patient injury reported for this event.